Manufacturer narrative:
Result of investigation: vyaire medical technical support device evaluation revealed occlusion alarms was triggered frequently without true mechanical occlusion. The issue was resolved with software v6.0.1600.0. The technical team added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing that result in high proximal pressure reading. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit adjust the ventilator settings but unable to stop the occlusion alarm sounding. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 has occlusion error when running on aprv (airway pressure release ventilation) during patient use. As of this time, there is no information about patient harm associated with the reported event.